Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of shortness of breath. The right atrial (ra) lead exhibited undersensing, diminished sensing and suspected non capture. The ra lead remains in use. No further patient complications have been reported as a result of this event.